Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. There was no reported adverse impact on customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. (Tflex-450 units.)